Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown. Therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with 1st strattice on (B)(6) 2015 and a 2nd strattice on (B)(6) 2016. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This is the same event and the same patient reported under MDR ID# 1000306051-2023-00265 (allergan complaint # (B)(4)). This MDR is being submitted for 1st strattice.

Manufacturer narrative:
A review of the device history record for strattice lot: sp100117 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. Additional and/or corrected data.

Event description:
This is follow up#1 to report on 21/feb/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent an ¿incisional¿ hernia surgery and was implanted with strattice device lot: sp100117-119 on (B)(6) 2015. The patient underwent an ¿explantation of prior mesh; lysis of adhesions; repair of repeatedly recurrent incisional hernia with mesh; bilateral myofascial release¿ on (B)(6) 2016. The form lists the condition that was treated was ¿pain, recurrence, adhesions, excision of mesh, wound, drain placement, intervention surgery¿ with approximate dates of treatment between on (B)(6) 2016. As reported in the initial: limited information was reported through a legal event that a patient was implanted with 1st strattice on (B)(6) 2015 and a 2nd strattice on (B)(6) 2016. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This is the same event and the same patient reported under MDR ID#: 1000306051-2023-00265 (allergan complaint#: (B)(4). This MDR is being submitted for 1st strattice.